Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was extremely high over 600 mg/dl, 350 mg/dl and 398 mg/dl. The customer was treated with insulin pump for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as dizziness and headache. The customer was assisted with troubleshooting for high blood glucose. The customer states the cannula was bent. The insulin pump will not be returned for analysis.